Event description:
It was reported that the 2800 system footswitch cord was damaged. Also control panel was displaying "call service." This issue occurred prior to the procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Found that table footswitch cable was repaired by hospital's biomed personnel. However, footswitch function were still not present. Reseated all wiring connectors from footswitch to motron/cpo board and functions were restored. The system was tested and found to be working as intended and put back into service.